Manufacturer narrative:
Added information to h6. Dehiscence refers to the separation of the prosthetic valve from the surrounding heart tissue, typically at the sewing ring where the valve is sutured to the annulus. This separation can cause blood to leak around the valve (paravalvular regurgitation), reducing its effectiveness and straining the heart. This generally occurs due to patient-related anatomical factors, such as irregular anatomy, which may lead to increased stress on the surrounding tissue over time. This is often as a result of successive dilation of cardiac structures caused by progressions of valvular disease. A device history record (DHR) review was unable to be performed as no s/n was provided. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient and/or procedural factors likely caused or contributed.

Event description:
Through the review of the medical article: strategic reintervention with marked oversizing and overexpansion in tav-in-sav for hemolytic paravalvular leak the journal of the american college of cardiology case reports 2026 feb, the following events were identified: approximately one (1) year post-redo avr, the patient was treated with percutaneous closure using a vascular plug for recurrent pvl. He subsequently achieved temporary stabilization; however, over the past month, he had been re-hospitalized several times for worsening anemia and hf, ultimately underwent a valve-in-valve procedure. The patient presented with conjunctival pallor, mild jaundice, a decrescendo-diastolic murmur in the aortic area, and bilateral lower limb edema. The tavr procedure was performed using a strategically selected oversized 29mm sapien3 ultra resilia valve, with overexpansion to prevent pvl recurrence. The patient outcome was stated as uneventful with no recurrent hemolysis and pvl. Per the described information, computed tomography angiography (cta) revealed that the device was implanted in the supra-annular position with a clear detachment from the patient native annulus prior to the pvl closure with a plug.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. Refer to MFR report number: 2015691-2026-13191 for another event reported within this literature article.